Event description:
The pt experienced symptoms of withdrawal and pain at the pump pocket. X-ray confirmed that the pin in the sutureless connector was disconnected to the catheter on the connector side, not the catheter side. A new sutureless connector was implanted. The pt recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.